Event description:
It was reported to philips that the error 'move shutter into beam' appeared, and the arm and table were immobile on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the luc board v4 and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).